Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Distributor reported a customer received an temperature icon on their locked freestyle freedom meter. While assisting the customer, it was discovered the meter had become unlocked. There was no report of death, serious injury or mistreatment associated with this event.